Event description:
It was reported that the cannula of a cleo® 90 infusion set did not pass through the patient's skin into the body. The patient's blood glucose levels were 800mg/dl at the time of the event. The patient visited the emergency room and was admitted to the intensive care unit after six hours. The patient was hospitalized for eight days. In the hospital, the patient was diagnosed with diabetic ketoacidosis. The patient's ketones were determined to be life threatening. Intravenous insulin and manual injections were administered. The cartridge, infusion set, and insulin set had been in use for three days. Upon release from the hospital, the patient's blood glucose levels were 600mg/dl. It was reported that there was no permanent damage to the patient. Treatment in the hospital resolved the issue.